Event description:
The suspect meter exhibited poor correlation, when a repeat test was performed. The following results were reported: inratio: 1.6, 3.1 (repeat). The customer shall have lab tests performed to rule out the possibility of user error. Technical support shall follow up with customer for results in 2005, the customer reported that the correlation between the meter and lab was satisfactory.

Manufacturer narrative:
Per tr 0150, following the calculation of the imprecision criteria: mean of the replicates reported in complaint for the inratio = 2.35 standard deviation for the replicates = 1.06 %cv = sd/mean 100 = 45.1% this value is more than 20%, which means the criterion is not met. Therefore further testing is required at this time.

Event description:
The suspect meter exhibited poor correlation when a repeat test was performed. The folowing results were reported: inratio 1.6 3.1 (repeat) the customer shall have lab tests performed to rule out the possibility of user error. Technical support shall follow up with customer for results on 11/8/2005, the customer reported that the correlation between the meter and lab was satisfactory.